Event description:
This report is in regards to one (case 2) of three separate cases reported on (B)(6) 2018, to have occurred in (B)(6); where pediatric patients developed hepatic ischemia after a trans-oral dbe or dberc procedure. In all the cases the liver enzyme values (ast and alt) increased to more than 1000 after the procedure, the procedure was performed under general anesthesia and in a prone position. This particular case reported in this MDR, case 2) references site b: a (B)(6) pediatric patient who had undergone living liver transplantation received a trans-oral dberc (double balloon enteroscope - retrograde cholangiopancreatography) in a prone position under general anesthesia and developed hepatic ischemia. The affected endoscope model in this case was ei-530b, which is not cleared in the us but is a model similar to the us cleared model en-580t; therefore, this case is being reported in an abundance of caution. The exact date of this event is unknown, but is believed to be between the year 2012 and 2013. During an internal review, it was identified that this event was not reported to FDA by the importer as required by 21 cfr 803. This event was reported to the manufacturer on 05-25-2018. The manufacturer reported this event to FDA under report # 3001722928-2018-00054.